Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that the following measurements were gathered during programming: 24/7 917ohms 2.1 volts 80pw 180hz 2.6volts 130 pw 160rate 4000ohms(used 2500ohms for cal.) 4.72 eri, 4.97 eos. There were no further complications reported.